Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included blood transfusion, hypermenorrhea, abdominal pain, sore throat, constipation, tonsillitis, right lower quadrant pain, uterine bleeding, vomiting and rectal mass. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anaemia ("anemia"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, anaemia, dysmenorrhoea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning all the injuries reported in this case, the following ones were described in patient's medical record: anemia, dysmenorrhea, vaginal hemorrahge. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding(vaginal,menorrhagia), depression, mental anguish, anemia, dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), hair loss, she did not underwent essure confirmation test. Concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") and haemorrhage ("blood or heart disorder: bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included blood transfusion, hypermenorrhea, abdominal pain, sore throat, constipation, tonsillitis, right lower quadrant pain, uterine bleeding, vomiting and rectal mass. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal area"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, haemorrhage, menorrhagia, vaginal haemorrhage, depression, anxiety, anaemia, dysmenorrhoea, dyspareunia, alopecia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning all the injuries reported in this case, the following ones were described in patient's medical record: anemia, dysmenorrhea, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 12-nov-2018: pfs received. Events fatigue, abdominal area pain, blood or heart disorder: bleeding and anemia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Medical conditions: on (B)(6) 2015: surgical pathology report: diagnosis: uterus and cervix, hysterectomy benigncervix, negative for dysplasia and malignancy; weakly proliferative endometrium, negative for hyperplasia and malignancy; superficial adenomyosis. Concurrent conditions included blood transfusion, hypermenorrhea, abdominal pain, sore throat, constipation, tonsillitis, right lower quadrant pain, uterine bleeding, vomiting and rectal mass. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced haemorrhage ("blood or heart disorder: bleeding"), abdominal pain ("abdominal area"), genital haemorrhage ("general abnormal bleeding") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, anaemia and dysmenorrhoea had resolved and the haemorrhage, vaginal haemorrhage, depression, anxiety, dyspareunia, alopecia, fatigue, abdominal pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning all the injuries reported in this case, the following ones were described in patient's medical record: anemia, dysmenorrhea, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event general abnormal bleeding, autoimmune disorder. Outcome of event pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, anaemia as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.